Manufacturer narrative:
E1: event city: (B)(6). Event country: turkey. (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the reported that the infusion set cannula was bent and causing occlusion event on (B)(6)2026. This led to high blood glucose level for more than four hours and patient managed it with insulin pump.